Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and confirmed the reported malfunction. The cse found an error code relevant to the malfunction recorded in the error logs. The customer stated that the ventilator was a rental unit, and that the evaluation/repair would be completed by the rental company (the owner of the ventilator).